Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case description: customer called receiving the "channel error" alarm on their 8100 (sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: - after having the customer perform the analog sensors test, it was found the voltages were way out of specifications. - recommended the customer replace both pressure sensors. - customer stated they already did when they replaced the bezel assembly. - informed customer this is most likely due to the logic board now. - recommended sending in for repair. - customer will call back with purchase order to send in for repair. Ended call.